Event description:
It was reported that during a percutaneous transluminal angioplasty intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified left superficial femoral artery. A non-bsc guide wire was inserted through a non-bsc sheath and successfully crossed the lesion. The 2mm x 40mm x 145cm sterling es monorail balloon ruptured at 6atm on the initial inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the sterling es balloon catheter was received for analysis. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the midsection of the balloon near the distal edge of the markerband. Visual inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified left superficial femoral artery. A non-bsc guide wire was inserted through a non-bsc sheath and successfully crossed the lesion. The 2mm x 40mm x 145cm sterling es monorail balloon ruptured at 6atm on the initial inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.